Event description:
V.a.c. Therapy was placed on a patient with an infected right groin femoral bypass graft wound. The patient developed bleeding at the wound site and subsequently died. The vascular physician indicated that the cause of death was hemorrhage shock related to wound infection.

Manufacturer narrative:
Additional information provided by the health care providers (nurse - case manager, nurse who took care of patient and the vascular surgeon) indicated that the patient had a femoral popliteal bypass . She developed an infection approximately two weeks after the surgery, was treated with IV antibiotics in the hospital and was discharged home on oral antibiotics. The patient had the wound a few weeks before v.a.c. Therapy was initiated in 2006. The patient was discharged from the hospital on the same day, and was on v.a.c. Therapy from 2006. The physician indicates that the wound was sutured in two layers and the graft was not exposed. The health care providers further indicated that the patient was on anticoagulation therapy (coumadin) and her doses were being adjusted by a coumadin clinic. V.a.c. Labeling states: "precautions should be taken when placing the v.a.c. Dressing in close proximity to blood vessels or organs; take care to ensure that all vessels are adequately protected with overlying fascia, tissue or other protective barriers". It further states: "greater care should be taken with respect to weakened, irradiated or sutured blood vessels or organs". Kci states: "without regard to whether the device may have caused or contributed to a death or serious injury, any report of death or serious injury due to hemorrhaging of a wound receiving v.a.c. Therapy will be reported".